Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced low volume even when adjusted to the highest volume. The event occurred after use in the biomedical service department there was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported "volume is too low" which was confirm the problem or identify the direct cause of the event. However, the issue was able to be confirmed through troubleshooting of the device. The cause was determined to be a failing rear case which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.